Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the system was not ready due to one of the bays in in ippc was faulty. After reviewing log file, it is found there is an error on image processor. Upon troubleshooting, fse found that the ippc malfunctioned, preventing fluoroscopy because the green led (x-ray ready indicator) was off. To resolve the issue, hdd bay was replaced. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. On another work order, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.